Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 268 mg/dl. The customer experienced symptoms such as nausea and loose stool. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer¿s blood glucose level was 212 mg/dl at the time of incident and current blood glucose level was 313 mg/dl. The customer was not able to breathe before hospitalization. The customer reported that the drive support cap was normal. The customer alleged insulin pump was under delivering as the blood glucose level was not going down. The customer¿s blood glucose level was 456 mg/dl last night. The insulin pump will not be returned for analysis.